Manufacturer narrative:
(B)(4). It was reported that calcification was visible in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The five other perclose proglide devices are being filed under a separate medwatch MFR number. Evaluation summary: the device was returned for analysis. The reported for marker lumen blockage was not confirmed. Analysis of the returned device found no blood or saline in the marker lumen. The returned device was flushed and no anomalies were noted. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for marker lumen blockage reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement with two proglide devices was successful in a common femoral artery using the preclose technique. Suture placement with six proglide devices was attempted prior to an endovascular aneurysm repair (evar) procedure using the preclose technique. The proglide malfunctions were one cuff miss, one with no blood flow noticed, and one where the suture came when removing the one of proglide device. The other three reported device malfunctions were not released by the hospital or the physician as stated by the physician, he does not recall what exactly occurred. The access sites were the left and right common femoral arteries; however, the physician does not recall which common femoral artery the six proglide devices malfunction during the pre-placement of sutures. The arteriotomy for both the left and right common femoral arteries was 6f and information on whether the sheath was upsized to a larger sheath was provided by the physician. One of the common femoral arteries was reported to be moderately calcified at the access site, which common femoral artery was not provided. Hemostasis was achieved via a cut down procedure. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.